Event description:
It was reported that a spectrum pump failed volume test during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was evaluated for flow testing at a rate of 40 ml/hr with a vtbi of 20 ml over 60 minutes. The measured result was 19.820 ml, with an error percentage of less than 5%, indicating acceptable accuracy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.